Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) has a longevity of a year remaining. Patient was informed that the device had several years left and does not know why the device battery drained so fast. Boston scientific technical services (ts) stated that the clinic should reached out to validate or investigate the allegation. This device remains in service. No adverse patient effects were reported.